Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.

Manufacturer narrative:
Correction: b5 and b6 section: previously need to include the fluoroscopy test in b5 and b6 section.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited failure to capture. The dislodgement of the lead was confirmed via fluoroscopy examination. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had dislodged and exhibited failure to capture. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.